Manufacturer narrative:
Unique device identification(UDI) not available. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the suction did verify and tracked through the case but it was displayed to the left and deeper than the original position. Suction was not accurate and doesn't track well. Site switched to malleable suction to complete the procedure. Issue occurred intra/peri-operatively with no reported impact to patient outcome. There was a 3 minutes delay to surgical time.